Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized and treated with unspecified antibiotics (dose, route, frequency, and duration not reported) for the peritonitis. At the time of this report, the patient had not yet recovered from the peritonitis event. Dianeal therapy was ongoing. Additional information is not available at this time.